Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation and there was no indication of a device malfunction. The device passed all testing without duplicating the report. The returned multifunction cable passed continuity testing on the high voltage lines but has damaged pins preventing full insertion. The multifunction cable was confirmed to be the cause of the poor coupling. The multifunction cable was scrapped. The device was recertified and returned to the customer. Review of the device log strongly suggests there was a coupling concern as there are multiple entries of "pads off" messages with no "pads on" messages. This suggests that the coupling was so poor that a valid impedance was never observed long enough for the device to report a pads on. Analysis of reports of this type has not identified an increase in trend.